Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received that the cadd solis vip pump did not deliver the right dose and was constantly alarming. No reported adverse effects.

Manufacturer narrative:
Device evalution summary: the customer reported problem could not be confiremed. The device worked properly during functional testing.